Manufacturer narrative:
A representative went to the site to preform system check out. It was noted that the door switch was not in right position. They adjusted the position of door switch, and the equipment run successfully. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the door can't be closed. There was no patient present.